Event description:
This complaint was initially reported to intuitive surgical, inc. (Isi) for a problem associated with a repeated errors on axis 1 of patient side manipulator (psm). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found the psm had failed the weighted brake drop test. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. No patient involvement occurred, however if this malfunction were to recur it could likely cause or contribute to an adverse event.